Manufacturer narrative:
Continuation of medical devices: d314trg ICD, implanted (B)(6) 2013.

Event description:
It was reported that an alert triggered for the right ventricular lead pacing impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.